Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance. Boston scientific technical services (ts) reviewed shock impedances and all other impedances and all were stable, no other events were noted. Ts suspected that likely the communicator was unplugged and was turned on the day the alert displayed. At this time, the system remains in service. No adverse patient effects were reported.